Manufacturer narrative:
A ge service rep performed an onsite investigation. The emergency stop button and the generator drive board were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the fast stop switch was accidently activated during a case which required a system reboot. Now the system is displaying an interlock failure error and will not boot up. There was no patient injury or death reported.